Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead use, patient presented to clinic for post-op follow up complaining of diaphragmatic stimulation. At follow-up, it was determined that the rv lead was causing diaphragmatic stimulation. Device settings re-programmed, the rv lead remains in use, and decision made to schedule the patient for rv lead explant. During the revision procedure attempt was made to re-position the rv lead but experienced difficulty retracting the tip. After third attempt to re-position the rv lead failed, a new rv lead was implanted. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, and extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The technician noted the helix was bent and stretched at time of analysis and would not retract.